Event description:
Reported issue: during use, after a c-section, staples self-removed from the patient. Strips were applied.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product visistat 35w 6/box lot# 73a2200770 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned three units of 528235 visistat 35w 6/box for investigation. The returned units were unopened representative samples in original packaging. Packaging damage was observed on each of the returned samples. The customer was contacted and stated that the packaging damage was not present on any of the staplers before they were sent to teleflex for evaluation. Visual examination of the returned staplers revealed that the staples appeared properly aligned. No defects or anomalies with the staplers were observed during initial visual inspection. An attempt to fire staples was made by engaging the trigger of the staplers using hand pressure. Upon engagement of the trigger, the first staple of the first stapler fired properly. The next five staples did not release properly. The first, third, fourth, and fifth staples of the second stapler did not release properly. The second staple of the second stapler did not form properly. The first staple of the third stapler fired properly. The next three staples of the third staple did not release properly. The staplers were disassembled, and they were confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tools. No other defects or anomalies were observed with the device. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, staples from all three returned staplers did not fire correctly. The sample was disassembled, and die casting anomalies on the forming tools were discovered. No other defects or anomalies were observed. The sample was sent to the tecate manufacturing site for further evaluation. It could not be conclusively determined what caused the staples to misfire. A non-conformance was opened by the manufacturing site to further investigate the issue of wide visistat staplers failing to function properly. The forming tool component is under investigation as part of the non-conformance. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
During use, after a c-section, staples self-removed from the patient. Strips were applied.